Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post incisional hernia, the mesh started giving the patient sharp stabbing pains straight away but was told that it was okay. It failed and was stuck in the patient's bowel then more mesh was inserted laparoscopy. The surgeon peel the mesh on the bowels but the pain started again on the patient's bowels. The patient had an operation to reconstruct the abdomen and was found that her bowels were stuck with mesh. The surgeon said "I picked out what I could of the mesh and haven't put any more in". Currently, the patient have an extremely large hernia that nobody wants to touch because of a burst appendix and mesh. It was also reported that this her autoimmune system. She suffered chronic flu symptoms daily, bone and joint pain, hair loss, depression and vision was worse.